Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the insertable cardiac monitor undersensed premature ventricular contractions, resulting in inappropriate bradycardia episodes. Programming changes were recommended. The patient was stable.

Manufacturer narrative:
Correction: a1-incorrect patient identifier sent in initial report. Corrected patient identifier.